Manufacturer narrative:
"After examining the device in teneo, it was discovered that the pump firmware remained in a 'in progress' state. This situation arises when the pre-requisite message from sap experiences a delay or fails to transfer correctly to teneo. Consequently, customers receive an error message indicating that their pump is already up to date. To address this issue, an incident has been raised with the sap team in service now to manually re-trigger the eligibility message from sap to teneo if necessary. Before the ticket could be addressed, helpline had replied and informed our team the customer will be shipped a new pump and this escalation is no longer needed. No further investigation is required. Afc code: fb36af configuration issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between the insulin pump and mobile, unable to upload/download. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-6121. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-6121.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Update the us reportability ba15 to bz28 as the mobile application model mmt 6121 is not reportable.